Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 1999 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 1999, an additional procedure was performed whereby a partial explant of the gore device was performed. An additional explant procedure was reportedly performed on (B)(6) 2003. It was reported the patient alleges the following injuries: enterocutaneous fistula, mesh infection, multiple surgeries to remove the mesh, adhesions, small bowel resections, and loss of consortium. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: code 4118/3221 - after a search of lot history files for lot number "p14717-186", it was determined the product associated with lot history filed p14717-186 does not match the alleged product description, gore dualmesh® biomaterial. Product identification records for the alleged gore dualmesh® biomaterial was not provided. Therefore, a review of the manufacturing and sterilization records could not be performed.

Manufacturer narrative:
H6: updated health effect - clinic code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f28: appropriate term/code not available. H6: medical device component: g07001: part/component/sub-assembly term not applicable. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Based upon gore's investigation there is no available information that reasonable suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Previous patient codes (1695, 1862, 1930, 3191 other code for "loss of consortium") were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. Medical records: the known medical records span (B)(6) 1998 through (B)(6) 2018, and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 1999 through (B)(6) 2003; and from (B)(6) 2005 through (B)(6) 2016 were not provided. There were no medical records provided to indicate implantation of a second gore device, which was allegedly explanted on (B)(6) 2003. Patient information: medical history: chronic obstructive pulmonary disease [copd]. Asthma. Schizophrenia, multiple suicide attempts. Self-inflicted 12-gauge shotgun abdominal wound with extensive blast injury; entrance site upper right quadrant, exit left lower quadrant. Peptic ulcer disease [pud]. Gastroesophageal reflux disease [gerd]. Hypertension. Coronary artery disease. Myocardial infarction (B)(6) 1999. Methicillin-resistant staphylococcus aureus [mrsa]. Hepatitis c. Liver cirrhosis. Chronic liver failure felt to be due to chronic total parenteral nutrition [tpn]. Short gut syndrome. Tobacco. On (B)(6) 1999: occasionally chews tobacco. Obesity. On (B)(6) 1999: 246 lbs. Prior surgical procedures: on (B)(6) 1998: exploratory laparotomy for gunshot wound to the abdomen; numerous small bowel enterotomies requiring primary repair and small bowel resection. Large portion of sigmoid colon removed and hartmann procedure with end-colostomy. Splenectomy. On (B)(6) 1998: exploration of abdominal wound dehiscence with debridement. On (B)(6) 1998: abdominal washout and closure of abdomen with vicryl mesh. On (B)(6) 1999: open abdominal wound; split-thickness skin graft from thigh. On (B)(6) 1999: exploratory laparotomy with lysis of adhesions, ventral hernia repair with mesh, and resection of a small bowel fistula with primary anastomosis. Implant: gore-tex® dualmesh® biomaterial. Implant preoperative complaints: on (B)(6) 1998: CT abdomen/pelvis: ¿large anterior abdominal wall defect.¿ on (B)(6) 1999: ¿enterocutaneous fistula arising from ileal loop.¿ ¿recently noticed increase in leakage midportion of abdominal wound. Plans to begin hyperalimentation for three months to allow healing of fistula.¿ on (B)(6) 1999: ¿closure of an enterocutaneous fistula and takedown was planned in (B)(6) of 1999, but was deferred secondary to an mi [myocardial infarction]. He now presents for repair of his enterocutaneous fistula. Despite his high risk and possibility of return of this fistula and multiple complications the patient is insisted upon correction of this problem.¿ implant procedure: exploratory laparotomy with lysis of adhesions, ventral hernia repair with mesh, and resection of a small bowel fistula with primary anastomosis. Implant: gore-tex® dualmesh® biomaterial (1dlm04/p14717-186, 15x19x1 oval). Implant date: (B)(6) 1999 [hospitalization (B)(6) 1999]. Description of hernia being treated: ¿the patient's midline was remarkable for an enterocutaneous fistula at the split thickness skin graft site which was large in diameter, approximately 12-15 cm with an incision around the defect. Care was used to enter the abdomen lateral to the fascial defect. Multiple adhesions could be found and were carefully dissected to free up the abdomen from the bowel. Each adhesion was carefully dissected freely and this left a large amount of small bowel attached to the fascial defect with the enterocutaneous fistula in the middle. After dissecting out the 12-15 cm defect, the small bowel could then be examined carefully and each adhesive band was lysed. This then left a [sic] enterocutaneous fistula in about the middle of the length of the small bowel, and several small bowel enterotomies were created and oversewn with lembert sutures in order to free up the small bowel. The split thickness skin graft was then dissected freely and the enterocutaneous fistula was resected. This left removal of approximately 12 cm of small bowel. A staple anastomosis was then performed with adequate side to side functional and end. The remainder of the small bowel was then examined and no other abnormality was noted.¿ implant size and fixation: ¿the abdomen was then copiously irrigated and as the large amount of defect was resected the skin could not be reapproximated, thus a decision was made to place a vicryl mesh. A gore-tex dual mesh was placed and sutured into the abdominal fascia. This left adequate coverage of the small and large bowel. Adequate hemostasis was achieved.¿ pathology: ¿necrosis, acute and chronic inflammation, granulation tissue and fibrosis involving small intestine segment; skin consistent with enterocutaneous fistula, specimen submitted as enterocutaneous fistula and small bowel segment.¿ explant preoperative complaints: on (B)(6) 1999: ¿... Who underwent ventral hernia repair and resection of small bowel and mucocutaneous fistula four days prior with inability to close abdomen. A temporizing dual mesh was placed until granulation could be achieved for removal of gore-tex and secondary intention healing of this defect.¿ explant procedure: ¿removal of ¿gore-tex mesh¿ and irrigation.¿ explant date: (B)(6) 1999 [hospitalization (B)(6) 1999]. ¿with careful dissection, the dual mesh suture was excised and the dual mesh was removed. The abdomen was washed copiously and adequate granulation tissue could be visualized. With removal of this mesh and its suture, the granulation tissue was adequate and passed off the field as a sterile specimen. It was not cultured. The edges of the granulation tissue were viable and the undermine areas were viable as well. The wound was irrigated once again and then packed wet to dry.¿ on (B)(6) 1999: discharge summary: ¿there were some skin edges to wound that were concerning, fairly dusky. Before the enterocutaneous fistula repair, a fair amount of skin excised over this area, therefore had a gore-tex patch put in to maintain his abdominal closure. Patient did not have any fascia to have this sewn to and had a fair amount of overlying skin edges which appeared dusky on postoperative day #1 and #2. On postoperative day #6 noted to have stool leaking from wound. Postoperative day #7, taken back to operating room, noted to have a new enterocutaneous fistula. Mesh was removed, abdomen left open, dusky skin edges excised. Will be started on tpn. Wound care will be managed by wife. Discharged home stable condition.¿ relevant medical information: on (B)(6) 2003: ¿found to have tract extending to his ¿gore-tex patch¿, which was found to be infected, partially excised.¿ [no operative report provided]. Explant preoperative complaints: on (B)(6) 2003: ¿... Who has had multiple abdominal surgeries secondary to a self-inflicted gunshot wound. The patient had an incisional hernia repair with gore-tex mesh. This mesh has become infected. A portion of the mesh was removed by a surgeon at an outside facility. The patient has now developed an enterocutaneous fistula with infection present in the remaining gore-tex. He will be taken to the operating room for removal of the gore-tex mesh.¿ explant procedure: removal of infected ¿gore-tex mesh¿ and wound debridement. Explant date: (B)(6) 2003 [hospitalization (B)(6) 2003]. ¿the patient's wound was opened in the midline inferior and superior to the enterocutaneous fistula. The gore-tex mesh was encountered and then was dissected away using blunt and sharp dissection from the anterior abdominal wall. All the gore-tex mesh present along the left side of the abdomen was removed in this fashion. There was no gore-tex mesh noted along the right portion of the abdomen. After an inspection of this portion of the abdominal wall, the wound was copiously irrigated and adaptic base was placed over the exposed small bowel. The wound was then packed with wet kerlix. The estimated blood loss was approximately 50 cc. Specimen: infected mesh to lab.¿ on (B)(6) 2003: discharge summary: ¿fistulogram in (B)(6) demonstrated fistula tract extending posteriorly into right anterior abdominal wall. Taken to operating room at (B)(6) on (B)(6) 2003 found to have tract extending to his gore-tex patch, which was found to be infected, partially excised. Transferred to UK for further evaluation, treatment of infected mesh. On (B)(6) 2003 removal of gore-tex patch. Restarted on tpn. Home in good condition. Home health for dressing changes for abdominal wound and tpn.¿ on (B)(6) 2003: pathology: ¿description of specimen: infected mesh. Gross description: a single specimen is received labeled infected mesh and consists of an irregular yellow to red brown slightly firm mesh fragment measuring in aggregate 8 x 5.5 x 1.5 cm. The specimen has some soft tissue fragments attached to it.¿ ¿fibroadipose tissue with foreign body type giant cells and synthetic material, labeled infected mesh (clinical history of enterocutaneous fistula).¿ conclusion: #1 gore-tex® dualmesh® biomaterial. This device was used in a temporary bridge application. [No problem detected]. It should be noted that the gore-tex® dualmesh® biomaterial instructions for use includes: maintaining asepsis: to help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when dualmesh® biomaterial will be subjected to gross contamination or infection. When using this device as a temporary external bridging material for defects where primary closure is not possible, it is the clinical practice to remove the device as early as feasible which is aligned with a management of open abdomens. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records was not possible as the records are unavailable for review. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2018: hazard arh. (B)(6), do. Operative report. Preoperative diagnoses: nausea, vomiting. Chronic abdominal pain. Diarrhea. Melena. History of complicated abdominal surgeries to the abdomen secondary to gunshot wound to the abdomen. Chronic enterocutaneous fistula. Chronic opioid dependence. Chronic benzodiazepine dependence. Hypertension. History of myocardial infarction. History of short bowel syndrome. Malnutrition. Postoperative diagnosis: nausea, vomiting. Chronic abdominal pain. Diarrhea. Melena. History of complicated abdominal surgeries to the abdomen secondary to gunshot wound to the abdomen. Chronic enterocutaneous fistula. Chronic opioid dependence. Chronic benzodiazepine dependence. Hypertension. History of myocardial infarction. History of short bowel syndrome. Malnutrition. Procedure: diagnostic esophagogastroduodenoscopy with the hemoclipping of questionable fistula sites. Anesthesia: mac [monitored anesthesia care]. Complications: none. Findings: consistent with a questionable fistulous tract in the body of the stomach. I am not a 100% sure this is the main fistula, but it could be definitely enterocutaneous fistula or gastrocutaneous fistula, but the fistula is more lateral than where the stomach is located, but nonetheless, I used a pediatric colonoscope, and I went probably about 75 cm passed the pylorus looking for the fistula. The only place where I saw that it was abnormal was in the body of the stomach and we clipped with hemoclips. I hope this works. If not, then the fistula is past 75 cm pylorus, may be the colon. Indication for the procedure: this is a 58-year-old gentleman with a history of gunshot wound to the abdomen with multiple surgeries at higher institution. He got short bowel syndrome. The patient had multiple abdominal surgeries for the short bowel syndrome and chronic enterocutaneous fistula that we tried to repair several times with many different efforts. He has actually done very well for about 6 months and now it is opened back up. It is draining. He has had weakness, fatigue, weight loss, melena, hematochezia, lots of nausea, and vomiting. He is eating what he wants, but he was still not gaining weight, there was a lot of drainage out there to the intra-abdominal wall. We are going to schedule for esophagogastroduodenoscopy and colonoscopy, so he got admitted. So, we decided to do an esophagogastroduodenoscopy to try to find this or instead use the colonoscopy. He is agreeable with the risks, benefits, and complications, prognosis, recovery, which were explained to the patient in detail including not limited to bleeding, infection, perforation, possibly inability to find the fistula because of the complicated abdominal history he is having in the past, it might be difficult to find the fistula. Cannot rule out cardiac complication, pulmonary complications of anesthesia, anesthetic complications, cannot rule out death. He understood and agreed. Consent was obtained prior to the procedure. Description of the procedure: ¿the patient was brought to the endoscopy suite, laid supine position. Sedation was provided. Oral bite block was inserted and after adequate anesthesia and time out, I took the pediatric colonoscope, I was trying to get further down, to pass the pylorus, I lubricated and passed through the oral cavity passed into the esophagus and stomach, insufflated the stomach, passed to the pylorus. I went about 75 cm passed the pylorus and slowly identified. I took several pictures. At that point, I could not see any fistula or any area which might be a fistulous tract at that point. I removed the scope slowly, when I got to the body of the stomach, I was able to identify, there was 1 area of the stomach that looked like there was a small opening and the patient where he has a drainage from the fistula, it appears to be bilious and gastric in nature and he states that as soon as he eats, it drains, so it would make sense so this was a fistula tract sit [sic], so I placed a [sic] 4 hemoclips on this area, hoping that this might be able to close it off for a while, I am not 100% sure this is going to work, but we tried either way, I removed the scope and suctioned [sic] way out. Looked at the remainder of the esophagus, I do not see any other abnormalities. Scope was removed. He was awakened and taken to the post anesthesia care unit in stable condition. All instrument counts and sponge counts correct x 3.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1998: (B)(6), md. Operative report. Preoperative diagnosis: abdominal wound dehiscence. Postoperative diagnoses: abdominal wound dehiscence. Soft tissue infection of abdominal wall. Procedure: [ni] [not indicated]. Indications: fascial dehiscence with protrusion of the viscera through the fascia and need for reapproximation. On (B)(6) 1998: (B)(6), md. Operative report. Preoperative diagnosis: open abdomen. Postoperative diagnosis: same. Procedure: abdominal washout and closure of abdomen with vicryl mesh. Indications: the patient is a 38-year-old white male who is status post alleged self-inflicted shotgun wound to the abdomen. The patient was initially seen at an outside facility at which time he underwent exploratory laparotomy. He had numerous small bowel enterotomies requiring primary repair and small bowel resection. A large portion of the sigmoid colon was removed at this time the patient had a hartmann procedure performed with an end-colostomy. He was found to have extensive blast injury to the abdomen with a large amount of nonviable fascia present. The patient was then transferred to (B)(6) center for further evaluation and surgical care. Over the next several days, the patient remained in the ICU. On (B)(6), it was determined the patient should be taken to the operating room for a second look procedure, abdominal washout, and possible closure of his abdomen. Findings: ¿he had cloudy drainage present but there was no gross purulent material. There was no abscess identified. The entire small bowel appeared to be viable with limited exploratory laparotomy performed.¿ procedure: ¿after informed consent was obtained from the family, the patient was taken to the operating room and placed in the supine position. His abdomen was prepped and draped in the standard surgical fashion. The dressings were removed. He was found to have a fair amount of cloudy ascites but no gross purulent material noted. The bowel was viable. Pulsatile pressure irrigation was then used to thoroughly irrigate the abdominal cavity. A piece of vicryl mesh was then brought onto the field and cut to the appropriate size to close his abdominal defect. The abdomen was closed with the vicryl mesh using the a 0 surgilene in a running fashion. Please note that this was performed in a running horizontal vertical mattress fashion. The patient tolerated the procedure well. The defect was then packed with moist sterile gauze and an ioban was used as an occlusive seal. The patient was then transferred to the intensive care unit in stable condition.¿ on (B)(6) 1998: (B)(6) center. Implant record. Vicryl mesh 12¿ x 12¿- x 2. On (B)(6) 1998: (B)(6) hospital. Microbiology. Wound culture, abdomen: enterococcus faecalis, enterococcus faecium, candida albicans, mixed skin flora. On (B)(6) 1998: (B)(6), md. Pathology report. Accession #: s-13546-98. Diagnosis: subcutaneous necrosis and acute inflammation, specimen submitted as debrided tissue abdominal wall (skin and subcutaneous tissue). Clinical diagnosis: the working diagnosis is abdominal wound dehiscence. Comment: the submitted skin is viable but the deep soft tissue is necrotic and acutely inflamed. Organisms are not identified on h&e stained slides. On (B)(6) 1998: (B)(6) hospital. Microbiology. Blood culture: staphylococcus haemolyticus, staphylococcus epidermidis. Gram positive cocci in clusters. On (B)(6) 1998: (B)(6) hospital. Microbiology. Blood culture: coagulase negative staphylococcus species. On (B)(6) 1998: (B)(6), md. Radiology: CT abdomen/pelvis. Indication: rule out abscess. Impression: large anterior abdominal wall defect. Dilated small bowel which is either partial small bowel obstruction versus ileus. Small areas of fluid in right abdomen, right pelvis favors ascites. On (B)(6) 1998: (B)(6), md. Discharge summary. Admit date: on (B)(6) 1998. Diagnosis: status post gunshot wound to right lower quadrant with small bowel resection, sigmoid colon resection with hartmann pouch. History of present illness: number of suicide attempts in past. 12-gauge shotgun fired through abdomen with entrance site of right upper quadrant, exit site of left lower quadrant. Extensive blast injury to abdominal wall with most of his fascia being nonviable. CT suggested presence of a phlegmon left lower quadrant. On (B)(6) 1998, small enterocutaneous fistula with minimal output, not interfering with any enteral nutrition. On (B)(6) 1999: (B)(6) center. [Illegible signature]. History and physical. History of chronic obstructive pulmonary disease, asthma. On (B)(6) 1999: (B)(6), md. Operative report. Preoperative diagnosis: open abdominal wound. Postoperative diagnosis: open abdominal wound. Procedure: split-thickness skin graft from the right upper thigh. Indications: this is a 39-year-old gentleman who sustained a gunshot wound to his abdomen on (B)(6) which subsequently resulted in an open abdomen. The open abdomen initially was covered with vicryl mesh, which subsequently has granulated through with healthy granulation tissue. Therefore, he was scheduled for split-thickness skin graft. Procedure: ¿following written consent, he was placed in the supine position, his abdominal wound and both thighs were prepped and draped in the usual sterile manner. The upper thigh was cleaned with degreaser and mineral oil was applied. Two inches of skin graft was obtained from his right thigh. This was divided by a 1:1.5 splitter. His anterior abdominal wall defect measured 18 cm x 13 cm. This defect was covered with the split-thickness skin graft following normal saline cleaning. The split-thickness skin graft was secured with staples and nonadherent foam dressing. He did not encounter any intraoperative complications. He was transferred to (B)(6) in stable condition.¿ on (B)(6) 1999: (B)(6), md. Discharge summary. Admit date: on (B)(6) 1999. Diagnosis: open abdominal wound status post split thickness skin graft for closure. On (B)(6) 1999: (B)(6), md. Radiology: ugi/small bowel follow through. Indication: enterocutaneous fistula. Impression: enterocutaneous fistula arising from ileal loop. On (B)(6) 1999: (B)(6), md. Discharge summary. Admit date: on (B)(6) 1999. Diagnosis: enterocutaneous fistula. On (B)(6) 1999 skin graft to abdomen for an open wound. Recently noticed increase in leakage midportion of abdominal wound. Plans to begin hyperalimentation for three months to allow healing of fistula. Hospital day four, tpn begun. To go home on tpn. On (B)(6) 1999: (B)(6) center. Operating room record. Asa status iii. 12/01/99: (B)(6) hospital. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlm04. Lot#: p14717-186. The records confirm a gore® dualmesh® biomaterial (1dlm04/ p14717-186) was implanted during the procedure. On (B)(6) 1999: (B)(6), md. Pathology report. Accession #: s-15344-99. Diagnosis: necrosis, acute and chronic inflammation, granulation tissue and fibrosis involving small intestine segment; skin consistent with enterocutaneous fistula, specimen submitted as enterocutaneous fistula and small bowel segment. Clinical diagnosis: the working diagnosis is enterocutaneous fistula. Exploratory laparotomy with lysis of adhesions, resection of enterocutaneous fistula and repair. Description of specimen: a single specimen is received labeled small bowel with enterocutaneous fistula and consists of a portion of small bowel measuring 24 cm in length and a diameter of 3.0 cm. The bowel segment is not oriented and both ends are stapled. Attached to one end is a circular ellipse of skin and subcutaneous tissue with central defect. This skin portion measures 5.0 cm in diameter and the defect measure approximately 2.5 cm. The circular defect in the skin is firm and with irregular borders. The other end of the small bowel show firm irregular and probably [sic] fibrous area just adjacent to the staple line. The enterocutaneous fistula is identified just beside the staple line on the distal end of the small bowel segment. The surrounding surface to the fistula is firm, tan and irregular. Probing the fistula shows that the probe appeared inside the lumen of the small bowel. Opening the small revealed that the fistula is with a diameter of 1.5 cm. The mucosa of the small bowel is tan and otherwise with normal appearing rugae. The skin end show firm connection between the skin and the small bowel. Representative sections are submitted as follows: a1-a2- the staple margin; a3- the fistula opening outside the small bowel; a4-a6-the fistula and the surrounding tissue; a7-a8-are the skin side with the intestine; a9-a10-the skin and the surrounding small bowel with a9 containing a section of unremarkable small bowel. Comment: although focal mucosal necrosis is observed, there is no fissuring or transmural chronic inflammation such as is usually seen in crohn¿s disease. There is no evidence of malignancy. On (B)(6) 1999: (B)(6). Progress notes. Temperature max 99.8. On (B)(6) 1999: (B)(6) center. Operating room record. Asa status 3. No records from 12/10/1999 until 10/17/2003 are provided. On (B)(6) 1999: (B)(6), md. Discharge summary. Admit date: on (B)(6) 1999. History of peptic ulcer disease. Occasionally chews tobacco. Exam: weight 246. Fistula in midline abdomen, granulation tissue around. Hernia with an epithelialized area also in central abdominal area. Hospital course: there were some skin edges to wound that were concerning, fairly dusky. Before the enterocutaneous fistula repair, a fair amount of skin excised over this area, therefore had a gore-tex patch put in to maintain his abdominal closure. Patient did not have any fascia to have this sewn to and had a fair amount of overlying skin edges which appeared dusky on postoperative day #1 and #2. On postoperative day #6 noted to have stool leaking from wound. Postoperative day #7, taken back to operating room, noted to have a new enterocutaneous fistula. Mesh was removed, abdomen left open, dusky skin edges excised. Will be started on tpn. Wound care will be managed by wife. Discharged home stable condition. On (B)(6) 2003: [missing records: an operative report detailing the procedure on (B)(6) 2003 found to have tract extending to his gore-tex patch, which was found to be infected, partially excised¿ was not provided. On (B)(6) 2003: (B)(6) center. Operating room record. Asa status ii. On (B)(6) 2003: (B)(6), md. Discharge summary. Diagnosis: infected gore-tex mesh. Fistulogram on (B)(6) demonstrated fistula tract extending posteriorly into right anterior abdominal wall. Taken to operating room at arh 10/08/03 found to have tract extending to his gore-tex patch, which was found to be infected, partially excised. Transferred to (B)(6) for further evaluation, treatment of infected mesh. On (B)(6) 2003 removal of gore-tex patch. Restarted on tpn. Home in good condition. Home health for dressing changes for abdominal wound and tpn. On (B)(6) 2003: (B)(6). Microbiology. Blood culture: candida glabrata. On (B)(6) 2003: (B)(6), md. Radiology: fistulogram. Indication: fistula of unknown course/entry. Findings: open midline abdominal wound noted with what appears to represent a piece of jejunum containing horizontal incision and smaller stoma superior to site. Impression: right lower quadrant cannulated which communicates to right upper quadrant opening. Left lower quadrant opening cannulated, noted to communicate with jejunum. On (B)(6) 2003: (B)(6), md. Discharge summary. Admit date: on (B)(6) 2003. Diagnoses: open abdominal wound with enterocutaneous fistula, fungemia with candida glabrata, methicillin-resistant staphylococcus epidermis infection, hepatitis c. History for enterocutaneous fistula secondary to multiple abdominal surgeries status post self inflicted gunshot wound, schizophrenia. Presented with fever. Admitted to outside hospital with sepsis, blood cultures positive for candida glabrata, staphylococcal epidermidis, treated but developed acute renal failure, transferred. Abdomen: large enterocutaneous fistula draining orange red liquid. Feeding tube placed. Tube feeds were to no avail given condition of small intestine with past medical history gunshot wound to abdomen. Home health with tpn. Discharged home stable condition. On (B)(6) 2004: (B)(6) hospital. Microbiology. Blood culture: enterococcus faecalis, staphylococcus epidermidis, candida albicans. On (B)(6) 2004: (B)(6) hospital. Microbiology. Blood culture: enterococcus faecalis, candida albicans. On (B)(6) 2004: (B)(6) hospital. Microbiology. Blood culture: candida albicans. On (B)(6) 2004: (B)(6), md. Radiology: CT abdomen. Indication: evaluate for leak. Findings: some stranding omentum just anterior to stomach. New small amount ascites noted around liver within several small bowel loops also found in pelvis. Large open abdominal wound. On(B)(6) 2004: (B)(6), md. Radiology: small bowel followthrough. Indication: status post small bowel anastomosis. Impression: markedly shortened small bowel. Anastomosis appears widely patent. On (B)(6) 2004: (B)(6), md. Discharge summary. Admit date: on (B)(6) 2004. Diagnoses: intracutaneous fistula, short gut syndrome, fungemia, sepsis, massive ventral hernia. Had approximately twenty-five abdominal operations at outside facilities to correct persistent intracutaneous fistula. Chronic liver failure felt to be secondary to chronic tpn use. Discharged home in good condition with home health assistance for tpn, dressing changes for abdominal wound, tube feed supplies. On (B)(6) 2005: (B)(6). Radiology: CT abdomen/pelvis. Indication: status post abdominal wound, abdominal pain. Findings: ventral abdominal wall defect present with increasing granulation tissue since prior examination. Multiple shot gun pellets seen in left abdomen. Impression: mildly distended proximal small bowel loops which may be secondary to partial small bowel obstruction. On (B)(6) 2005: (B)(6). Radiology: fistulogram. Indication: draining fistula. Impression: enterocutaneous fistula. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
G4: corrected date. H6: corrected result code. The product associated with lot history filed p14717 does not match the product description, gore dualmesh® biomaterial, provided to gore. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. H6: conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6)2016 indicate the patient was seen for hospital follow-up. ¿he has a small intestine fistula which dr. (B)(6) has managed and he has another skin graft over the area on tuesday.¿ would like him to be on IV antibiotics¿¿ ¿the patient continues to be on tpa.¿ physical exam: ¿abdomen was normal. Minimal amount of yellow drainage from the pt [patient] fistula. No erythema or warmth to the area.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added lot #, d4: updated brand name, g5: added PMA/510k #. The previously sent mw changed the lot number to unknown, however, the lot # was correctly listed in prior medwatches. Have resubmitted the correct lot #.

Manufacturer narrative:
Added patient medical history. Corrected conclusion code. Added medical record summary. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated 12/1/1999 indicate the patient underwent exploratory laparotomy with lysis of adhesions, ventral hernia repair with mesh, and resection of a small bowel fistula with primary anastomosis. The records state: ¿this is a 39-year-old male who is status post a gunshot wound in november 1998 with a splenectomy, stomach, and large and small bowel injuries. He underwent colostomy and hartmann pouch and then had a split thickness skin graft in january 1999. Closure of a enterocutaneous fistula and takedown was planned in august of 1999, but was deferred secondary to an mi. He now presents for repair of his enterocutaneous fistula. Despite his high risk and possibility of return of this fistula and multiple complications the patient is insisted upon correction of this problem.¿ the (B)(6)1999 records state: ¿the patient's midline was remarkable for an enterocutaneous fistula at the split thickness skin graft site which was large in diameter, approximately 12-15 cm with an incision around the defect. Care was used to enter the abdomen lateral to the fascial defect. Multiple adhesions could be found and were carefully dissected to free up the abdomen from the bowel. Each adhesion was carefully dissected freely and this left a large amount of small bowel attached to the fascial defect with the enterocutaneous fistula in the middle. After dissecting out the 12-15 cm defect, the small bowel could then be examined carefully and each adhesive band was lysed. This then left a enterocutaneous fistula in about the middle of the length of the small bowel, and several small bowel enterotomies were created and oversewn with lembert sutures in order to free up the small bowel. The split thickness skin graft was then dissected freely and the enterocutaneous fistula was resected. This left removal of approximately 12 cm of small bowel. The (B)(6)1999 records state: ¿a staple anastomosis was then performed with adequate side to side functional and end. The remainder of the small bowel was then examined and no other abnormality was noted. The abdomen was then copiously irrigated and as the large amount of defect was resected the skin could not be reapproximated, thus a decision was made to place a vicryl mesh. A gore-tex dual mesh was placed and sutured into the abdominal fascia. This left adequate coverage of the small and large bowel. Adequate hemostasis was achieved. The sponge, needle and instrument counts were correct at the end of the case. The patient tolerated the procedure well and was brought to the pacu in stable condition.¿ operative records dated 12/8/1999 indicate the patient underwent ¿removal of abdominal gore-tex mesh and irrigation¿ for a diagnosis of wound infection. The records state: ¿this is a 38-year-old male who underwent ventral hernia repair and resection of small bowel and mucocutaneous fistula four days prior with inability to close abdomen. A temporizing dual mesh was placed until granulation could be achieved for removal of gore-tex and secondary intention healing of this defect.¿ the (B)(6)1999 records state: ¿after anesthesia was given, the patient was prepped and draped in the standard surgical fashion. With careful dissection, the dual mesh suture was excised and the dual mesh was removed. The abdomen was washed copiously and adequate granulation tissue could be visualized. With removal of this mesh and its suture, the granulation tissue was adequate and passed off the field as a sterile specimen. It was not cultured. The edges of the granulation tissue were viable and the undermine areas were viable as well. The wound was irrigated once again and then packed wet to dry.¿ records dated (B)(6)1999 indicate ¿dual mesh was removed¿ consistent with records indicating intention to use mesh for ¿temporizing¿until granulation could be achieved¿. Records do not clarify if all mesh was removed or a portion was retained. No records from (B)(6)1999 until (B)(6)2003 are provided. Operative records dated (B)(6)2003 indicate the patient underwent ¿removal of infected gore-tex mesh and wound debridement¿ for diagnoses of ¿enterocutaneous fistula, infected gore-tex mesh.¿ the records state: ¿this is a 43-year-old white male who has had multiple abdominal surgeries secondary to a self-inflicted gunshot wound. The patient had an incisional hernia repair with gore-tex mesh. This mesh has become infected. A portion of the mesh was removed by a surgeon at an outside facility. The patient has now developed an enterocutaneous fistula with infection present in the remaining gore-tex.¿ the (B)(6)2003 records state: ¿the patient's wound was opened in the midline inferior and superior to the enterocutaneous fistula. The gore-tex mesh was encountered and then was dissected away using blunt and sharp dissection from the anterior abdominal wall. All the gore-tex mesh present along the left side of the abdomen was removed in this fashion. There was no gore-tex mesh noted along the right portion of the abdomen. After an inspection of this portion of the abdominal wall, the wound was copiously irrigated and adaptic base was placed over the exposed small bowel. The wound was then packed with wet kerlix.¿ a pathology report dated 10/21/2003 regarding a specimen collected (B)(6)2003 states: ¿fibroadipose tissue with foreign body type giant cells and synthetic material, labeled infected mesh (clinical history of enterocutaneous fistula).¿ operative records dated (B)(6)2004 indicate the patient underwent exploratory laparotomy, small bowel resection, anastomosis with closure of enterocutaneous fistula, repair of recurrent ventral hernia with mesh, and insertion of g-j tube. Post-operative diagnoses state: enterocutaneous fistula, massive ventral hernia, and feeding difficulty.¿ the (B)(6)2004 records state: ¿the patient is a 44-year-old gentleman who is status post shotgun wound to the abdomen and has had multiple subsequent operations that followed. The patient received his multiple approximately 25 abdominal operations at the outside facilities and he was referred to the blue surgery service for a difficult enterocutaneous fistula with an open abdomen. The patient has been on tpn. He has known hepatitis c and he has been on long-term total parenteral nutrition. The patient was initially admitted to the hospital approximately a month ago for this operation. However, due to his dehydrated state followed by bacterial and fungal infection, his operation was delayed while he remained in the hospital. We were finally able to correct the patient's electrolyte abnormality, improve his nutritional status, and clear him of bacterial and fungal infection and adequately hydrate the patient and schedule him for elective operation.¿ findings from the (B)(6)2004 procedure are noted as: ¿(1) massive cement-like adhesions throughout the entire peritoneal cavity. (2) three enterocutaneous fistulas that opened into the open abdominal wounds. (3) liver cirrhosis, cirrhotic appearing liver. (4) after resection of small bowel, the patient has remaining small bowel length of approximately 60 cm with an intact ileocecal valve.¿ the (B)(6)2004 operative report states: ¿peritoneal cavity entry proved to be very difficult as the patient has a significant amount of adhesions in all components of the peritoneal cavity. We were finally able, after approximately 3-1/2 hours of extensive lysis of adhesions, to begin to identify the patient's gi anatomy. We identified the proximal loop as well as the ileocecal valve. We resected all segments of small bowel that were involved in this enterocutaneous fistula and the bowel was divided using the gia cutting linear stapler with bowel preservation in mind and its mesentery was ligated and the mesentery was tied off using a suture ligature. We then measured the remaining portion of the small bowel. We had identified the ligament of treitz and the ileocecal valve. We have approximately with the two ends of the remaining small bowel 30 cm of small bowel in the proximal segment, and additional 30 cm in the distal segment. Bowel anastomosis was then performed using the stapling technique in a side-to-side, functional end-to-end fashion. The mesenteric defect was reapproximated using interrupted 3-0 silk sutures. The omentum was placed over this anastomosis.¿ the (B)(6)2004 operative report continues: ¿once this was completed, the patient's enteric access was considered. The patient will likely remain on tpn after the operation, however, enteric feeding is our goal. With that in mind, we placed an mic gastrojejunal tube.¿ ¿the gastrostomy tube was then secured to the anterior abdominal wall using four quadrant interrupted silk suture around the gastrostomy tube to approximate the stomach to the anterior abdominal wall. Next, we spent approximately an hour looking for obtaining hemostasis. We found various small bleeding vessels in the omentum as well as a slightly torn small capsular tear on the liver. With this bleeding controlled, we began closure of the abdominal wall.¿ the (B)(6)2004 operative report states: ¿the abdomen was closed in the superior most portion and the inferior most portion in the primary fashion. We used 0 loop pds suture to close approximately 10 em on the end of this incision. The remaining abdominal wall defect proved to be impossible to close as the fascial defect was too large. We then employed a 12 inch x 12 inch vicryl mesh and folded it in half to make a 6 x 12 inch vicryl mesh and sutured the vicryl mesh to the fascia using looped pds suture. Once this was completed, the superior most and the inferior most skin edges were reapproximated using staples and moist kerlix suture was then placed on top of the vicryl mesh. Dressings were applied.¿ surgical pathology report dated (B)(6)2004 regarding a specimen collected (B)(6)2004 states: ¿small intestine and skin, excision: consistent with enterocutaneous fistula and adhesions (clinical history of enterocutaneous fistula and recurrent ventral hernia.¿ operative records dated (B)(6)2016 indicate the patient underwent closure of an enterocutaneous fistula using fibrin sealant/glue and abdominal wall drainage and washout. Post-operative diagnosis is reported as ¿chronic draining enterocutaneous fistula status post gunshot wound to the abdomen, requiring multiple abdominal surgeries in the past.¿ findings from the procedure state: ¿consistent quadrant with a 3 cm in depth enterocutaneous fistula in right upper quadrant. No active drainage, less than 1 cm enterocutaneous opening.¿ the (B)(6)2016 records provide the following indication for the procedure: ¿the patient had a gunshot wound many years ago requiring multiple laparotomies, colostomy, ileostomy with subsequent reversals, hernias, required a mesh repair. He has short bowel syndrome from the bowel resections. Now, he has a chronic draining right upper quadrant enterocutaneous fistula. It has been there, he says, at least 19 to 20 years. It has been treated mostly medically as he was told he was high risk for surgery, so a lot of surgeons have not wanted to do any surgery on him to fix the fistula. He started having let of excoriations around the upper abdominal wall causing abdominal wall ulcer secondary to draining fistula. We have kept him n.p.o. With IV fluids and antibiotics. He has done well. It has quit draining. We decided used to the tisseel fibrin glue/sealant to try to close the fistula without doing any major abdominal surgery, because the patient may have a high risk for complication and a high risk, possible bad outcome as the patient understands that this may be a problem.¿ the procedure notes state: ¿I proceeded to do abdominal wall drainage and washout of the ulcer on the anterior abdominal wall. I saw a clean base, did not have to do any debridement. We then measured the depth of the enterocutaneous fistula, it was about 3 cm deep. There were no enterocutaneous contents. So at this time, we went ahead with the tisseel fibrin glue/sealant 10 ml and applied it to the enterocutaneous fistula for closure and al1owed the sealant to basically cement and harden out. Once this was done, we then placed a 4 x 4, bandages and a piece of tape.¿ operative records dated (B)(6)2017 indicate the patient underwent diagnostic esophagogastroduodenoscopy and suture closure of right upper quadrant abdominal wall fistula with superficial excision of ulcers about 1 cm with subcutaneous pursestring suture using prolene suture and then approximation of skin with mersilene sutures. Post-operative diagnoses are noted as: ¿1. Chronic right upper quadrant fistula secondary to a gunshot wound, requiring multiple abdominal surgeries and hernia repairs with mesh. 2. Most likely mesh erosion into small bowel causing a fistula as there was a piece of mesh between the skin and the abdomen, which would be consistent with eroded mesh most likely the cause at this time.¿ the (B)(6)2017 records provide the following indication for the procedure: ¿the patient is a 57-year-old gentleman with chronic 15 plus-year history of right upper quadrant abdominal wall fistula. He had a gunshot wound to the abdomen, requiring multiple abdominal surgeries, incisional hernia repairs with mesh, and he has a right upper quadrant fistula that is recurrent. We have tried tpn n.p.o. For up to 6 weeks with antibiotics, it did not help any. We tried to do skin graft to reduce, which actually did well at one time when he started eating, but it started to occur again. We tried to do suture closures, it did not work. We tried to do tisseel glue, it did not work. The patient states he is a high risk for surgery. He thinks that if he goes through a surgery, he will probably die, so he is worried about going to have an abdominal operation, so we discussed doing an egd and possibly clipping of the fistula endoscopically if we could find it...¿ findings from the (B)(6)2017 procedure state: ¿consistent with no fistula in the upper gi tract. It has been more further down in the duodenum as the patient has duodenal fistula, but it is further down. Also upon probing the fistula site, I was able to encounter the mesh as the patient does have a piece of mesh there from previous ventral hernia or incisional hernia repair, and what I think now as the problem is there have been a mesh erosion of the mesh into the bowel and it has formed fistula to the anterior surface of the skin. So what I decided to do was do a pursestring suture of the subcutaneous tissue to close the tissue, excise the superficial epithelial surface of the fistula, and then close the skin over the top of the fistula using large-bore sutures, and I infiltrated the wound with floseal.¿ operative records dated (B)(6)2018 indicate the patient diagnostic esophagogastroduodenoscopy with the hemoclipping of questionable fistula sites. Post-operative diagnoses are noted as ¿nausea, vomiting. Chronic abdominal pain. Diarrhea. Melena. History of complicated abdominal surgeries secondary to gunshot wound to the abdomen. Chronic enterocutaneous fistula. Chronic opioid dependence. Chronic benzodiazepine dependence. Hypertension. History of myocardial infarction. History of short bowel syndrome. Malnutrition.¿ the (B)(6)2018 records provide the following indication for the procedure: ¿this is a 58-year-old gentleman with a history of gunshot wound to the abdomen with multiple surgeries at higher institution. He got short bowel syndrome. The patient had multiple abdominal surgeries for the short bowel syndrome and chronic enterocutaneous fistula that we tried to repair several times with many different efforts. He has actually done very well for about 6 months and now it is opened back up. It is draining. He has had weakness, fatigue, weight loss, melena, hematochezia, lots of nausea, and vomiting. He is eating what he wants, but he was still not gaining weight, there was a lot of drainage out there to the intra-abdominal wall.¿ the (B)(6)2018 procedure findings state: ¿consistent with a questionable fistulous tract in the body of the stomach. I am not a 100% sure this is the main fistula, but it could be definitely enterocutaneous fistula or gastrocutaneous fistula, but the fistula is more lateral than where the stomach is located, but nonetheless, I used a pediatric colonoscope, and I went probably about 75 cm passed the pylorus looking for the fistula. The only place where I saw that it was abnormal was in the body of the stomach and we clipped with hemoclips. I hope this works. If not, then the fistula is past 75 cm pylorus, may be the colon.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.